Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had main drawer failure and belt was loosened. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer belt was loose. A field service engineer (fse) inspected the medstation and found that the pyxibus cable had a small chip on the plastic, preventing a secure connection with the drawer controller. The fse secured the pyxibus cable with a zip tie and ordered another cable. The system functioned as intended after the field service engineer repaired the device.